Event description:
On (B)(6) 2012, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2012, additional information was received from the physician. Based on the information received, the case was upgraded to unexpected severity. The product was confirmed as restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine), not restylane, as was previously reported. Medical history included no previous injections of dermal fillers and no "reaction like this before"; the physician declined to comment further on medical history. The pt's skin type was fitzpatrick iii. The pt was not taking any concomitant medications. The pt received a 2 ml injection of restylane on (B)(6)2012 to the area under both eyes. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On (B)(6) 2012, after the implantation, the pt was evaluated by the injecting physician. Upon visual inspection, the area under the pt's right eye was noted to be slightly puffy and a little red, but non-tender. The pt was placed on prednisone and lasix (furosemide). On (B)(6) 2012, the pt was re-evaluated by the injecting physician who noted that the swelling and redness had gone down and was pretty much gone. On (B)(6) 2012, at 3 pm, the pt woke up and her right eye was red, swollen and indurated "times 5". The area under pt's left eye had no problems with any sort of reaction. The injecting physician was concerned about the possibility of some type of biofilm problem. On (B)(6) 2012, the pt was referred to an ophthalmologist who started the pt on a z-pak (azithromycin). As of (B)(6) 2012, the pt's symptoms were ongoing and no tests or laboratory studies had been performed. The physician's opinion of causality was that it was hard to say if the events were related to the restylane treatment, as both eyes had been treated and the pt was only having a reaction under the right eye. The physician assessed the severity of the events as severe. The lot number and expiration date were 11189 and may-2013, respectively. On (B)(6) 2012, additional information was received from the injecting physician. The following event was added: skin wrinkling. The product injected was confirmed as restylane-l. The pt did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. The pt had been evaluated by the injecting physician on a daily basis since (B)(6) 2012. As of (B)(6) 2012, the area under the pt's right eye continued to be swollen, red, and indurated "times 5". The physician additionally reported that the pt's face "was about to fall off" and she had developed rhytids from the restylane-l. The pt did not have any further treatment beyond the previously prescribed prednisone, lasix, and z-pak. Daily follow-up appointments with the injecting physician were planned. This case has an associated product complaint (B)(4).